Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5079414, model/catalog description: infinion cx lead kit, 50 cm.

Event description:
A report was received that the patient leads had migrated. The patient underwent a revision procedure and was doing well postoperatively.